Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 17mm from the distal end. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the probe received the high load. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on (B)(6) 2015. The device evaluation is updated was corrected. When sonosurg-g2 set ((B)(4)) that was used with the subject device t3135 was evaluated, an abnormality was confirmed in a part of the circuit. Therefore it is supposed that the excessive electric current which flowed in the subject device t3135 was one of the causes that the probe broke.

Event description:
The subject device was used during an uncertain procedure. Ultrasound output error occurred, the probe of the device was broken. The probe tip was retrieved from the pt body. There was no pt injury reported.